Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
An assistant reported that the system shut down on its own shortly after being turned on. The event occurred before surgery. There was no patient involvement. No system message was displayed. Additional information has been requested and received.

Manufacturer narrative:
Evaluation summary. The system was examined. The company representative did not indicate finding anything that would have attributed to the reported event. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).